Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D6b: the patient was admitted into the clinic on (B)(6) 2026. The approximated explant date is (B)(6) 2026 but the exact date is unknown because we only have the admission date information at this time. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The microscopic visual inspection of the pump revealed that the poppet rod was found to be misaligned in the pump. The leakage test of the pump revealed that the pump did not pump water correctly due to the poppet rod misalignment, and the water flowed in and out of all three kink resistant tubings (krt). A device history record (DHR) and ship history review were not completed as there was no lot number reported. A risk review confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as the pump had a misaligned poppet rod and could not be functionally tested due to the misalignment.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the poppet rod was found to misaligned and it did not pump water correctly due to the popper rod misalignment and was evident by water flowing in and out of all three kink resistant tubings (krt). No additional information was provided.